Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient stated her skin is peeling off. Patient advised sweat makes her skin peel off. Patient advised she has eczema. There was no alleged device malfunction contributing to the irritation. Patient reported that her physician is aware of the skin condition and she has been applying a cream. Follow up indicated that the cream is helping with the skin irritation. It's unclear if the cream was prescribed or recommended by a medical professional. Reporting out of the abundance of caution.